Event description:
Procedure performed: ni event description: translation: when using the pliers, the first clip was clipped on and then it was impossible to put another one on, even though the handle works, the clips don't come out patient status: ok. Intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the customer¿s experience of no clip being loaded. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ni. Event description: translation: when using the pliers, the first clip was clipped on and then it was impossible to put another one on, even though the handle works, the clips don't come out. Patient status: ok. Intervention: ni.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.